Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that the footswitch failed to halt radio frequency (rf) delivery. During a pulmonary vein isolation ablation procedure, the footswitch of the maestro 4000 stuck and failed to stop therapy upon foot release from the physician. When stepping on the ablation pedal after ablation remained on, ablation therapy still did not terminate. Therapy was terminated by depressing the ablation button on the generator itself. The maestro generator was power-cycled and no further complications were reported. There was no harm to the patient. The procedure was completed with the same device.